Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure , a resolute onyx drug eluting stent was implanted in the lad. Approximately 15 months post procedure the patient was hospitalized and given bed rest but the patient expired. It was stated that the death was related to femur fracture complications. Investigator and sponsor assessed event is not related to device or anti platelet medication. Cec adjudicated event as cardiac death.